Event description:
A customer reported that the (B)(6) verruca and wart remover caught on fire and burnt the carpet upon initial use. The package instructions warn that the product is extremely flammable. It further states, "keep away from sources of ignition - no smoking." The consumer reported that there were no sources of ignition nearby.

Manufacturer narrative:
The implicated device was collected by reckitt benckiser and returned to orasure technologies for eval. Functional testing of the implicated product indicated that product performed as expected and produced results within applicable specifications. The implicated product is being sent to royal senders (canister contract manufacturer) for further eval. A follow-up report will be submitted after the product eval has been performed.